Event description:
Laparoscopic cholecystectomy: "the tip of the universal endoclip came off and fell into abd cavity of pt during lap chole procedure. This was not noticed until a foreign body instrument (tip) was noted while doing operatic cholangiogram (on c-arm screen). Looked with laparoscope in abd cavity and found it. Only then did we realize it was the tip of the endoclip. It was safely removed from pt through the trocar site."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56 if we don't obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.